Event description:
(B)(4). It was reported that balloon rupture occurred. In (B)(6) 2011, patient presented due to stable angina which was diagnosed as non stemi and was subsequently referred for cardiac catheterization which revealed a 90% stenosed, de novo target lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm and 26 mm lesion length. A 2.5 x 12mm apex balloon catheter was selected and advanced to the target lesion for predilation however, the balloon ruptured at an unknown inflation. The device was exchanged to a 2.5x12 mm quantum balloon catheter. The balloon was dilated to high pressure and although dilatation was sub maximal, it failed to achieve the complete dilatation. Hence, further dilatation was performed with 2.5 mm x 15 mm non-bsc balloon catheter and a 2.5 mm x 10 mm unspecified cutting balloon with good dilatation. A 3.00 mm x 28 mm taxus element stent was then advanced to treat the lesion resulting to 0% residual stenosis following postdilation. The patient was discharged on aspirin and clopidogrel on the same day.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).